Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feeding tube was found to have a crack between the infusion ports. The crack had been previously taped by wrapping tape around the crack to keep the tube together and in use. There was no tube feeding leaking at the time. The crack was at the purple colored hub between the two infusion ports. Later in the shift, while giving medications using the syringe that goes with the feeding tube, the infusion port cracked off at the top (the port that the guide wire comes in). This made it so the tube feeing was leaking out and not infusing all of the tube feed. No injuries occurred.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on september 20, 2021. There were no physical samples or digital images received for investigation. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. However, as part of continuous improvements, a corrective and preventive action has been initiated to address the reported issue.